Event description:
It was reported that the stent shortened. A 7x80, 75 cm eluvia drug-eluting vascular stent system was selected for a procedure in the stenosed superficial femoral artery (sfa). Angioplasty was performed with a 6x40 balloon prior to stent placement. During placement of the stent, the stent shortened. Another stent was placed to finished covering the lesion. There were no patient complications and the procedure was successfully completed.

Event description:
It was reported that the stent shortened. A 7x80, 75 cm eluvia drug-eluting vascular stent system was selected for a procedure in the stenosed superficial femoral artery (sfa). Angioplasty was performed with a 6x40 balloon prior to stent placement. During placement of the stent, the stent shortened. Another stent was placed to finished covering the lesion. There were no patient complications and the procedure was successfully completed. It was further reported that the target lesion was 75% stenosed with moderate calcification and mild vessel tortuosity. The placed stent was post-dilated.